Event description:
Ventilator - crossvent 3 - began to beep and the screen went blank. It was immediately noted that the pt was not being ventilated and the circuit was removed from the pt and the pt was ventilated with a bvm. Dates of use: 35 min. Diagnosis or reason for use: multi trauma intubated pt. Event abated after use stopped: yes.